Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks three days after implant due to possible air entrapment. The patient was hospitalized and further follow-up was planned, however, it has not yet been performed. It was also mentioned that the inappropriate shocks occurred in two episodes and therapy was exhausted. Technical services (ts) was contacted for troubleshooting due to the sudden decrease of the r-wave amplitude leading to the inappropriate shock. In addition, it appears the device had high shocking impedance at implant showing 130 ohms, however, it had returned back to 95 ohms. Ts recommended to turn therapy off and perform further testing. The s-ICD system was programmed off and remains implanted. Additional information was provided indicating the patient follow-up was performed and the physician compared the current x-ray with the previous one and confirmed there is no longer presence of an air bubble. The system impedance was also checked and it was around 80 ohms, which is within normal range. Optimization was then performed and the device was programmed to secondary vector. The s-ICD system remains in service and the patient was discharged. No additional adverse patient effects were reported.